Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.

Event description:
The manufacturer received information alleging an issue related to a remstar autoa-flex device. The patient has alleged device was smoking and device will not turn on/device not functioning. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.